Event description:
In early 2008, initial surgery was done with versanail system for fracture of shaft of tibia. After the surgery, it was found that the proximal screw used for the distal part of the nail was broken. Breakage of the screw was found by x-ray photo during a routine examination. There were no adverse consequences to the patient. The screws will be removed after fracture heal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.